Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted on (B)(6) 2021.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A4 patient weight was added to the report.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported patient had pain at the ipg site. Surgical intervention is expected to take place. No further information available.